Manufacturer narrative:
Investigation: an internal report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no problems identified related to the reported condition. Root cause: the root cause of this failure was undetermined.

Event description:
The return line air detector (rlad) is not available for return because it was discarded by the customer. Customer declined to provide patient ID. The patient information provided is for the last patient run on the machine prior to the rlad alarms. The reported rlad alarms occurred during service of the machine. No patient was connected at the time of the alarms.

Manufacturer narrative:
Investigation: troubleshooting was done with the customer via phone by terumo bct support. During troubleshooting, the sensor was sensing air when fluid was present. The customer indicated that she thought it had sensed fluid when there was air, but was not able to recreate the situation during the call. Customer confirmed the last patient run on this device was on (B)(6) 2016. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the return air line detector (rlad) was failing the auto test on a spectra optia machine. Patient information is not available at this time.